Event description:
According to the reporter: procedure: lap nephrectomy. Surgeon was unable to deploy the fingers as usual. Under a bit of pressure the black collar broke off the device. Another instrument was used for the reminder of the case. The 2nd device broke as the nurse was cleaning it away for the pt. No further issue was reported.

Manufacturer narrative:
(B)(4). (B)(4).